Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the full abdomen on (B)(6) 2021 using the cooladvantage coolcurve+ system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Following coolsculpting treatment(s) on unknown date(s) to unspecified area(s) with unknown applicator(s), possible paradoxical hyperplasia was reported to allergan aesthetics. It was reported to allergan aesthetics that the treated area seems to be larger than before treatment, there was no weight gain, and the tissue remains soft.